Event description:
Bi-vad implant ab5000 ventricle. Bleeding was observed throughout both cannula/graft when support was initiated. The patient was septic and had elevated anti-coagulants; bleeding was resolved when the physician was able to get anti-coagulants to normal levels.

Manufacturer narrative:
Both cannulas were explanted and discarded by the hospital in 2007. Retain cannula samples were tested. Results and conclusions will be summarized in follow-up/final report. Information on second (right) cannula. Lot number: 1013375. Catalog number: 0506-0110-har. Device manufacturer date: 7/2007. Expiration date: 8/31/2009.